Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 488 mg/dl with small traces of ketones. A bolus via the pump was delivered to address the bg level; however, the bg did not decrease. The contact did not know the cause of the high bg. A pump system check was performed and no device issues were identified. The customer declined to remove the infusion set site. The contact reported that the bg level would be monitored.